Manufacturer narrative:
(B)(4).

Event description:
It was reported to a physio-control sales representative that while being used on a male patient, the customer's device displayed the message "connect electrodes" twice. From the downloaded patient record that was provided by the customer, it was observed that the device had analyzed the patient's heart rhythm 3 times and each time reached a "no shock advised" decision. The patient did not survive.

Manufacturer narrative:
The follow-up medwatch report indicates: physio-control evaluated the device but could not verify the reported failure. Proper device operation was observed through functional and performance testing. The therapy electrodes were evaluated but no malfunctions were observed. Physio-control performed a clinical review of the downloaded electronic patient record. It was observed that the electronic patient record showed evidence of a likely unsatisfactory patient/electrode connection by means of higher than expected impedances of 224 - 228 ohms followed by a short duration of what appears to be CPR artifact and then dashed lines. The patient record had an annotation of 'connect electrodes' at this time with an impedance of 454 ohms which is indicative of interruption of the electrode/patient connection. The cause of the reported issue was not conclusively determined. The follow-up medwatch report should indicate: physio-control evaluated the device but could not verify the reported failure. Proper device operation was observed through functional and performance testing. The therapy electrodes were evaluated but no malfunctions were observed. A clinical review of the downloaded electronic patient record and the reported event was performed. The clinical review confirmed that the reported device issue did not contribute to the patient's outcome. It was reported that the patient's collapse was unwitnessed and that he had probably been dead for several hours before the arrival of the ems. The downloaded patient record showed higher than expected impedances of 224 - 228 ohms followed by a short duration of what appears to be CPR artifact and then dashed lines. The patient record had an annotation of 'connect electrodes' at this time with an impedance of 454 ohms. The impedance will go high and out of the range that can be detected by the device if the patient has been down for a prolonged period of time. The cause of the reported issue is likely due to the patient being down for a prolonged period of time, resulting in a higher and out-of-range impedance.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported failure. Proper device operation was observed through functional and performance testing. The therapy electrodes were evaluated but no malfunctions were observed. Physio-control performed a clinical review of the downloaded electronic patient record. It was observed that the electronic patient record showed evidence of a likely unsatisfactory patient/electrode connection by means of higher than expected impedances of 224 - 228 ohms followed by a short duration of what appears to be CPR artifact and then dashed lines. The patient record had an annotation of 'connect electrodes' at this time with an impedance of 454 ohms which is indicative of interruption of the electrode/patient connection. The cause of the reported issue was not conclusively determined.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.